Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned strips; damage found on strip connector of the meter. The root cause is foreign material on strip connector with appearance of substance like blood.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's daughter is calling on behalf of the customer. The expected fasting blood glucose test result range is 100 to 115 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2016 as a result of actual blood glucose results. The customer is currently taking medication to manage diabetes. Customer provided that they have not had any recent changes to diet, or exercise. The customer's daughter performed a blood glucose test on herself and received results of lo as well. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is within 120 days. The meter memory reviewed for test results (date / time not set): (B)(6). Adverse event not reported.